Manufacturer narrative:
The subject device was returned for device investigation. There was no report on the subject device being used in procedure after the suggested event was reviewed. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope tested positive for the following colony forming units (cfus) of bacteria at third-party labs. All channels were sampled. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 3cfu. Bacterial identification: klebsiella aerogenes. Sampling date: (B)(6) 2025. Sampling from: instrument/biopsy/suction channel. Cfu: 3cfu. Bacterial identification: unknown. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: corynbacterium xerosis. Sampling date: (B)(6) 2025. Sampling from: instrument/biopsy/suction channel. Cfu: 1cfu. Bacterial identification: micrococcus luteus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.